Manufacturer narrative:
(B)(4). These batteries have not been returned to the manufacturer. (B)(4). Note: a preliminary review of the controller log files revealed that six additional batteries are associated with possible power switching events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. One battery was returned for evaluation, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the battery revealed that the devices met specifications; the battery passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The returned battery (B)(4) did not participate in power switching events. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnection. Five batteries were not returned for evaluation, (B)(4). Review of the manufacturing documentation confirmed that the associated devices that were not returned met all requirements for release. (B)(4), MFR number-2015-02-24, (B)(4), MFR number-2015-09-26, (B)(4), MFR number-2015-12-22, (B)(4), MFR number-2016-01-05, (B)(4), MFR number-2016-02-03, (B)(4), MFR number-2016-02-10. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Eight batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). (B)(4) was not involved in any power switching events. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections identified on smr-loaded controllers. Of note, the controller, (B)(4), that provided the logs for this investigation was returned and evaluated separately under MFR # 3007042319-2017-00542 (B)(4). Failure analysis of the controller revealed that the unit failed to sound the "no power" alarm due to a damaged resistor within the controller. This observation is not related to the power switching reported under this report. The connection between (B)(4) and power sources was determined to be secured and stable. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Additional system component being reported for this event: (B)(4). Battery/ (B)(4)/ catalog number: 1650de / expiration date:06/30/2017. UDI #: unk. Concomitant medical product: 02/14/2017. Device evaluated by MFR: yes returned to manufacturer. Device manufacture date: 12/23/2015. Labeled for single use: no. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient stated that fully charged battery jumps immediately to the other port. The battery was tested on both ports and only this battery had the issue. Battery was exchanged and there were no effect on patient. No additional information available.

Manufacturer narrative:
Additional info received (12/29/2016) indicates that the fully charged battery did not function on the controller unit. "The battery switched to the second (low power) battery at the other port occurs, so that an increased risk of a pump stop exists. Fortunately the patient had a second functional battery and could replace the defective battery." No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.